Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was reprocessed incorrectly. Water filters were being replaced once every two years; however, it was instructed to replace the filters once every two months. Despite this instruction, the user facility staff continued to use the water filters improperly. The issue occurred during reprocessing, and the intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  New information added on fields: d8 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the subject event was confirmed at the facility. Based on the results of the investigation, a definitive root cause could not be determined. It was judged that the subject event (insufficiently reprocessed endoscope) was due to the user¿s handling of the device. The replacement of the water filter had been implemented only once in two years by the user¿s decision, despite the user's acknowledgment that the water filter should be replaced at least once every two months, as recommended in the IFU (instructions for use).the event can be prevented by following the instructions for use:instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿.olympus will continue to monitor field performance for this device.